Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that, on the day of the report, the patient had a wound debridement and closure. The rep said the device remains implanted and in service. The rep noted that the patient had been on antibiotics and wound vac since the rep initially reported the infection. No further complications were reported/anticipated.

Manufacturer narrative:
Marked other for infection reported. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was seen at the healthcare professional's (hcp) office for a follow up visit and reprogramming on t he day of the report. The patient stated that they had oozing and drainage at the ins incision site despite being placed on two different antibiotics since implant surgery. The hcp stated that they thought the ins should be removed at this point until the infection clears up; the hcp wanted to explant the ins sometime that same week. The hcp said that after the infection clears they will then reattempt to implant the ins at a different pocket site. Any factors that could have led to the infection were unknown. The last time the rep met with the patient, it was only for reprogramming and the patient did not mention an infection to the rep. The rep adjusted some of the patient's programs on the day of the report but did not take any actions regarding the infection. It was noted that the infection was not resolved and surgical intervention was planned. No device issues were reported. No further complications were reported.